Event description:
The following publishment was reviewed by gore: title: impact of instructions for use and endoleaks on long-term mortality after treatment for abdominal aortic aneurysm source: annals of vascular surgery, 76, pp.309¿317. This article reported the clinical outcomes after open repair and endovascular aortic repair for abdominal aortic aneurysm and analyzed the risk factors for all-cause mortality and endoleak after endovascular aortic repair [evar]. Patients who underwent elective treatment for abdominal aortic aneurysm from january 2009 to march 2020 were divided into open repair and endovascular aortic repair groups, and the clinical results were compared between the groups. The study included 278 patients, 116 patients underwent open repair and 161 underwent endovascular aortic repair. Of the 161 evar repairs, the average age was 77.1 and 129 were male. Of the 161 evar group, 71 patients received gore® excluder® aaa endoprosthesis. Follow-up occurred with a CT scan in 1-3 months and every 6 months thereafter. Median follow up period was 5.52 years. 3 patients experienced leg ischemia, 2 of these developed stent limb occlusion. 1 patient had an early complication described ¿other¿. There were no mortalities in the hospital. The follow patients underwent late reinterventions in the gore® excluder® aaa endoprosthesis group.: surgery for limb occlusions in 1 patient; re-evar for aneurysm enlargement in 2 patients; open conversion 1 patient 18 patients had a reported endoleak, only 4 of these required secondary late intervention. Of the 161 evar patients, 27 were performed outside of the instructions for use (IFU), however which device used was not specified. Conclusion: the results indicated that preventing residual endoleak is essential to improve overall clinical outcomes. Therefore, it is necessary to select cases properly by considering the individual characteristics of open repair and evar. The results indicated that the instructions for use should be respected to reduce the frequency of endoleaks and that open repair should be chosen more often to improve late survival. Patients pre-existing condition(s) include: hypertension, dyslipidemia, chronic obstructive pulmonary disease, diabetes mellitus, coronary artery disease, previous stroke, arteriosclerosis obliterans, chronic kidney disease, hemodialysis, congestive heart failure, atrial fibrillation, cancer history, previous laparotomy, thoracic aortic aneurysm.

Manufacturer narrative:
H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.